Event description:
The physician reported a pt who was initially skin tested on 16 june 1999. In 1999, the pt was skin tested a second time with negative results. In 1999 the pt was treated at the glabella, nasolabial folds, and vertical lines above the lips. 8 days later, the pt called the office to complain of redness, swelling, and itching at the facial treatment sites and the second test site. The date the pt first noticed the symptoms was not known. The pt was examined on the same day, and the physician noted erythema, pruritus, and edema at the facial treatment sites and the second skin test site. The physician diagnosed hypersensitivity and prescribed oral allegra and zyrtec, and topical temovate gel and westcort cream. 3 days later the pt was examined and the physician noted continued edema at the facial treatment sites and the second skin test. No medical or surgical intervention was planned or prescribed on that date. 6 days later the pt was examined and the physician noted increase in erythema and pruritus at the facial treatment sites and the second skin test site. The physician prescribed oral medrol dose pack. The next day, the pt was examined and the physician noted erythema at the facial treatment sites and the second skin test site. The physician injected tac-3 (triamcinolone acetamide) intralesionally at the facial treatment sites, but not at the second skin test site. 2 days later, the pt was examined and the physician noted edema at the facial treatment sites and the second skin test site. No medical or surgical treatment was prescribed or planned on that date. 1 week later, the pt was examined and the physician noted erythema, induration, and pain at the facial treatment sites and the second skin test site. The physician prescribed oral antihistamines, and injected 'cortisone' intralesionally at the facial treatment sites, but not at the second skin test site.